Event description:
It was reported that the patient was unable to get the implantable pulse generator (ipg) out of hibernation mode despite cycle charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred three months prior to the date the manufacturer became aware.